Event description:
It was reported that the patient's right knee was revised due to tibial subsidence. The patient's entire knee construct was revised. Rep confirmed there were no allegations against the implants. Rep also provided the usage sheet for the revision and confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.